Event description:
A dialysis facility reported that there was excessive fluid removal from a pt during a hemodialysis treatment. The pt was asymptomatic but was given 200 ml. Of saline and was discharged with no problems. Based on the pre and post dialysis weights, goal set and saline given, there was reportedly an excessive fluid removal of approximately 1.6 kg. There was no serious pt injury.